Event description:
It was reported that a spectrum pump had an issue of downstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The device was received for evaluation. During functional testing, an air in line alarm was reproduced. Evaluation sent device for downstream occlusion test at different flow rate and it passed. A review of the event history log revealed downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Force sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.